Manufacturer narrative:
Correction b5: change the quantity of units to an unspecified number (previously reported as one unit). Additional information was received for h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink duo-vent continu-flo solution set was unable to spike a norepinephrine 16 mg/250 ml hard bag product. This event was further described as, ¿the spike is unable to penetrate the bag port past the ridge to fully secure.¿ this occurred prior to patient use. There was no patient involvement. No additional information is available.